Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. Physician did not provide any possible causes for catheter migration. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
During follow-up communication for another issue, reporter stated that upon review of medical notes, they noticed that the physician replaced the patient's catheter as a result of migration. The physician did not provide any possible causes for this migration. The replaced catheter was discarded. Issue related to MFR 3010079947-2021-00102.